Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. The patient¿s cgm was reading 300 mg/dl. Due to the high cgm value, the patient¿s husband drove her to the emergency room (ER). At the ER, the patient¿s cgm was reading 350 mg/dl and the bg meter was reading 140 mg/dl. The patient was not experiencing any symptoms. The patient was treated with IV saline due to her being dehydrated. The patient left the ER after approximately 3 hours. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the c zone of the parkes error grid. No additional patient or event information is available.